Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1809211; medical device expiration date: 2023-08-31; device manufacture date: 2018-09-03. Medical device lot #: 1809246; medical device expiration date: 2023-08-31; device manufacture date: 2018-09-25. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe had foreign matter in the syringe and the tip cap was missing. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: the reported lot numbers are incorrect. We have no returned batch numbers for the discardit syringes from this report by the customer. D.4. Medical device lot #: unknown. D.4. Expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: bd has been provided with the affected samples. After the evaluation of the returned samples, we confirmed the reported issue, and concluded that the white particles inside the syringe were composed by lubricant from the syringe barrel. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion(s): particles composed by lubricant, which is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. We have initiated the appropriate corrective and preventive actions for this issue. CAPA #207816.

Event description:
It was reported that bd plastipak¿ syringe had foreign matter in the syringe and the tip cap was missing. No serious injury or medical intervention was reported.

Manufacturer narrative:
The following field has been updated due to additional information. Device codes: (B)(4).

Event description:
It was reported that bd plastipak¿ syringe had foreign matter in the syringe and the tip cap was missing. No serious injury or medical intervention was reported.